Manufacturer narrative:
Per tandem user guide: avoid exposure of your pump to temperatures below 40deg-f (5deg-c) or above 99deg-f (37deg-c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer's recommended ranges can affect the safety and performance of the pump. Per tandem user guide: ensure there are no air bubbles when drawing insulin from the vial into the syringe. Air in the system takes space where insulin should be and can affect insulin delivery. Per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Additionally, change your cartridge every 48 to 72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose was no greater than 600 mg/dl. Elevated blood glucose was addressed with a manual injection. Customer reported not performing the air removal step and sometimes using cold insulin when filling a new cartridge, as well as changing pump supplies every 3-4 days. Customer was instructed to always use room temperature insulin, and was educated on the air removal process per the user guide. Customer changed pump supplies to address the issue and resumed insulin delivery. Multiple attempts were made by technical support to follow up with the customer for ketone levels at time of elevated blood glucose, but no response was received.